Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of a scarred common femoral artery after an interventional coronary procedure. Reportedly, a cuff miss occurred. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.